Manufacturer narrative:
This product is not expected to be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds during the pre-procedure testing. When a venogram was executed to see if the subclavian was open, it was noted that the lead was kinked at the insertion site or where the suture sleeve was. The physician decided to surgically abandon the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds during the pre-procedure testing. When a venogram was executed to see if the subclavian was open, it was noted that the lead was kinked at the insertion site or where the suture sleeve was. The physician decided to surgically abandon the lead and implant a new one. No additional adverse patient effects were reported.